Event description:
It was reported during a stent assisted coil embolization of an aneurysm, the physician placed a stent across the ophthalmic artery. The stent reportedly moved into the proximal portion of the aneurysm during access with a microcatheter. The physician continued to coil. The subject coil stretched on the stent. The stent reportedly fractured, and the physician removed the stretched coil, microcatheter and fractured stent portion. The pt was reported to be at baseline following the procedure.

Manufacturer narrative:
A review of the device history record (DHR) and similar complaint review could not be completed as the batch number was unk. The stent was returned inside a catheter that was packaged in a plastic bag. The microdelivery catheter, stabilizer and guidewire used in the procedure were not returned. Visual examination of the subject coil found it severely stretched from the main junction. Due to the severity of the stretch, there was no winding left on the coil. The coil was unraveled from pet plug and separated in the middle section. Only 1.0cm of the distal section was not stretched and was found protruding through the distal end of the catheter. The catheter was cleaned and the coil was pulled out of the catheter. From the condition of the coil, it appeared the coil had separated due to the excessive stretching. No defects were found with the catheter. Due to the anomalies found on the subject coil functional eval could not be performed. The root cause of the failure appears to be the interaction of the coil with the stent, as the coil snagged on the stent during use. It appears that the physician pulled and stretched the coil when it snagged the stent.